Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced an increase in return of symptoms in 2014. Following a surgery in (B)(6) 2016, the device was no longer working. It was stated there was ineffective therapy and a possible need for an MRI. The device was removed on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.